Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the pump alarmed no disposable. Patient changed to different cassette and no further issues. No patient injury was reported. No additional information is available.

Manufacturer narrative:
The product's history records were reviewed and there were no non-conformance's that would have resulted in the reported complaint.